Event description:
During surgery, the cusa console started to smoke. After the first check from the customer, it seemed to be an issue of the cooling water. The defective console has been moved out of the theater. No information regarding delay in surgery. Additional information was requested and the following information was provided on (B)(6) 2013. During a craniectomy, the console started smoking about 30 minutes after the surgery started and was already used on the patient. Patient age and gender were not provided. After the console stated to smoke, the switched to cusa and placed it out of the operating room (o.r.). No replacement product was available to be used; "they went on the old fashion way and this took about 3 hours extra time".

Manufacturer narrative:
To date, the device involved in the reported incident will not be returned to integra for evaluation. The device, however, will be repaired on site (field service). An investigation has been initiated based upon the reported information.